Event description:
During an angioplasty procedure, the stent dislodged from the (sds) stent delivery system. The dislodged stent traveled to the lower leg. Attempts to remove the stent were unsuccessful. The patient was reported in good health.